Event description:
It was reported to boston scientific corporation in 2006 that a hydra jagwire device was used during a procedure (patient age, gender and weight unknown). According to the complainant, the yellow and black sheath was peeled at the middle area of the device, and the procedure was completed with another hydra jagwire the patient's condition at the conclusion of the procedure was reported to be "ok"

Manufacturer narrative:
A visual examination of the returned guide wire revealed that the ptfe was torn and extended from approximately 133 to 145 cm from the dream end, and the dream end was bent approximately 90 degree. The complaint was confirmed and the root cause could not be determined.